Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited a loss of capture and loss sensing, due to dislodgement for a second time. The lead was explanted and replaced successfully.